Event description:
It was reported that the customer received two boxes of unspecified bd nano¿ pro pen needles containing the old 4mm needle version. The following information was provided by the initial reporter: "...she had a customer receive two boxes on nano pro containing the old version of 4mm pen needles. The customer received those two boxes on (B)(6)."

Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the customer received two boxes of unspecified bd nano¿ pro pen needles containing the old 4mm needle version. The following information was provided by the initial reporter: "...she had a customer receive two boxes on nano pro containing the old version of 4mm pen needles. The customer received those two boxes on january 31st."